Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, and a labeling review. Additionally, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue. A review of tracking and trending for the architect tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 61060ud00. A review of the device history record did not identify any non-conformances or deviations with lot 61060ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Accuracy testing was performed to evaluate the performance of reagent lot 61060ud00. An internal panel was tested with retained kits of reagent lot 61060ud00 and all specifications were met, which indicates acceptable product performance. Based on this investigation, no systemic issue or deficiency was identified with the architect tsh reagent, lot number 61060ud00.

Event description:
The customer observed a falsely decreased architect tsh result generated by the architect i2000sr processing module for a patient, which was inconsistent with results from other platforms. The following data was provided: customer¿s reference range: 0.35 to 5.50 iu/ml. Sid (B)(6): (B)(6) 2025 architect tsh result = 5.460 iu/ml, autobio platform result = 8.425 iu/ml, outsourced result = 9.10 iu/ml, there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased architect tsh result generated by the architect i2000sr processing module for a patient, which was inconsistent with results from other platforms. The following data was provided: customer¿s reference range: 0.35 to 5.50 iu/ml. Sid (B)(6): (B)(6) 2025 architect tsh result = 5.460 iu/ml. Autobio platform result = 8.425 iu/ml. Outsourced result = 9.10 iu/ml. There was no impact to patient management reported.